Manufacturer narrative:
Device evaluated by MFR: the returned device match with upn provided by the customer. For this event lot 22050459 was reported however, the unit returned is marked with lot 22013977. Product analysis will be performed on the returned unit. Several efforts were performed in order to determine the correct lot number but was not possible to get the answer from the customer. No issues were found, the device appears to be in good conditions.

Event description:
It was reported that catheter fracture occurred. A stenosed target lesion was located in a coronary artery. During percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, the catheter was fractured. The procedure was completed with another of the same device. Patient was stable and no complications were reported.

Event description:
It was reported that catheter fracture occurred. A stenosed target lesion was located in a coronary artery. During percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, the catheter was fractured. The procedure was completed with another of the same device. Patient was stable and no complications were reported.